Manufacturer narrative:
The insulin pump was received with blank display during countdown, problem isolated to the mother board. No constant tone noted. The device was also received with a cracked case display window corner, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the display on the insulin pump went blank. Customer's blood glucose value is unknown. She explained that the device made one long continuous beep and then showed numbers on the screen. The customer removed and reinserted that battery and the display remained blank. During troubleshooting, it was stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. It was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the customer saw a countdown and the display went blank again. It was then instructed to remove the battery for 2 hours and call back. The mother called back to report that the display remained blank after the reset. It was advised to discontinue the use of the device and revert to a back-up the insulin pump was replaced and returned for analysis.